Manufacturer narrative:
December 11, 2015 10:00 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro t.w. Power supply only worked when it is placed on its side and strapped to the boom tower in a specific way. Otherwise the device will not work in any other position. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. The actual service life of the device was not provided to us by the account. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro t.w. Power supply only worked when it is placed on its side and strapped to the boom tower in a specific way. Otherwise the device will not work in any other position. The hospital did not report any patient effects.